Event description:
The customer stated she was hospitalized for high blood glucose levels. Troubleshooting revealed that the driver block inside the insulin pump was out of place and one of the driver arms was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.